Event description:
It was reported that 250ml of fentanyl (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours however it completed in 45 minutes. There was no lasting patient harm although the heart rate and blood pressure decreased as a result of the event. The customer was suspecting a potential diversion of the fentanyl. The patient was an adult.

Manufacturer narrative:
The customer¿s report of an over infusion of fentanyl was confirmed. Analysis the pcu event log contained no obvious programming errors that would result in the reported event, however functional testing found the device to either under infuse or exhibit unregulated flow when the pump module was idle and the door closed. The cause of the irregular flow was the improperly fitting membrane frame. It is believed that the 3rd party bezel was based on a current version of the bezel and refurbished mechanical assembly parts were assembled onto the bezel. An older version 1 membrane frame was then installed into the 3rd party bezel resulting in an improperly fitting membrane frame. This caused 2 of the platen posts to be unexposed. Test results: the returned pump module was observed to both under infuse and exhibit unregulated flow when tested with the membrane frame not installed correctly. The root cause of an over infusion of fentanyl was identified as due to a 3rd party bezel.

Manufacturer narrative:
Received medwatch-mw5086384; additional information added to: d.11

Event description:
It was reported that 250ml of fentanyl (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours however it completed in 45 minutes. There was no lasting patient harm although the heart rate and blood pressure decreased as a result of the event. The customer was suspecting a potential diversion of the fentanyl. The patient was an adult. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "fentanyl 250ml (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours, however, it completed in 45 mins pt was already intubated on ventilator no immediate noticeable harm to pt FDA safety report ID# (B)(4)."

Manufacturer narrative:
Concomitant medical products: one used 100 ml secure bag lot a4363 empty eva container. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that 250ml of fentanyl (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours however it completed in 45 minutes. There was no patient harm however the heart rate and blood pressure did decrease on this adult patient. The customer is suspecting a potential diversion of the fentanyl.